Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient said that she had an older device in and she had an accident and they had to change her implant out. Patient said that she is not sure of the date but it was a couple years before her most recent implant. No further complications were reported or are anticipated.